Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare provider reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases, wear abrasion, brown particles, two curved openings. A leak test was performed which identified openings. A microscopic analysis was performed which identify: one sharp opening and one curved opening striated. Fill inspection was performed and identified no blockage in the valve.

Event description:
Healthcare provider reported a right side deflation. Device has been explanted.